Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 62, the rate was 2, and 30.05 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.